Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high control solution results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 12/31/2017. Confirmed customer's test strips are being stored in the properly and opened vial date is (B)(6) 2015. Reviewed meter memory 1:254mg/dl (B)(6) 2015 09:16:00 am fasting:yes 2:231mg/dl (B)(6) 2015 09:15:00 am fasting:yes 3:146mg/dl (B)(6) 2015 12:00:00 am fasting:yes 4:171mg/dl (B)(6) 2015 08:12:00 pm fasting:yes 5:217mg/dl (B)(6) 2015 08:46:00 pm fasting:yes customers concern:with all the readings and the high control solution test result. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high control solution results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 12/31/2017. Confirmed customer's test strips are being stored in the properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with all the readings and the high control solution test result. No adverse event reported. Customer ran a glucose control test today @ 3:00pm and she got a result 222mg/dl (87-117mg/dl). She does not know her normal range.